Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter shaft broke and separated. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected to treat the target lesion. During unpacking, the device was pulled out from the packaging. It was then noted that the catheter shaft broke and separated. Procedure was completed with a different device. No patient complications reported.